Event description:
Reportedly, when the instrument was fired the safety catch was released and the handles squeezed. The instrument felt as if it had fired correctly however, when the wing nut was turned 4 half turns it felt like the anvil did not tilt correctly. The surgeon could not remove the instrument. As a result a transverse colostomy was performed in order to detach the anvil and remove it from the bowel. The instrument was then removed transanally but in inspection of the doughnuts it was shown that the knife blade had not cut along its full circumference. Approximately a 1cm section of the anastomosis was left unformed and the doughnuts were therefore not complete. Patient status is ok.